Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery the unit was showing a range alert, and bioburden on float sensor machine was not reporting fluid correctly. Both sides were impacted. No patient involvement was noted and as a result no harm or delay were reported. No adverse event was reported. Diligence is completed and no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event.